Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event thirteen days prior to the receipt of the report. The cause of the peritonitis was reported as a cat scratching the top of the patient's hand. The patient was treated with unspecified antibiotics for peritonitis. At the time of report, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.